Event description:
It was reported that the patient with this Inflatable Penile Prosthesis (IPP) was unable to inflate his device. Upon inspection, a hole in the cylinder and related fluid loss. As a result, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model Number/Catalog Number: 720185-01Serial Number: N/ABatch/Lot Number: 1100855404Model/Catalog Description: RESERVOIR FLAT IZ 100 MLUnique Identifier (UDI) #: (01)00878953005669(17)271218(10)1100855404